Event description:
Patient reported unknown side rupture confirmed by MRI. Healthcare professional confirmed left prosthesis is observed a partial collapse of its elastomer, that is found folded on itself (signs of the subcapsular fold and linguine sign), and presence or areas of signal of silicone in both sides of said elastomer, findings that together confirm the suspicion of intracapsular rupture, ultrasound study presenting rupture of the left mammary implant via MRI. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture confirmed by MRI. Healthcare professional confirmed left prosthesis is observed a partial collapse of its elastomer, that is found folded on itself (signs of the subcapsular fold and linguine sign), and presence or areas of signal of silicone in both sides of said elastomer, findings that together confirm the suspicion of intracapsular rupture, ultrasound study presenting rupture of the left mammary implant via MRI. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d6b

Event description:
Patient reported unknown side rupture confirmed by MRI. Healthcare professional confirmed left prosthesis is observed a partial collapse of its elastomer, that is found folded on itself (signs of the subcapsular fold and linguine sign), and presence or areas of signal of silicone in both sides of said elastomer, findings that together confirm the suspicion of intracapsular rupture, ultrasound study presenting rupture of the left mammary implant via MRI. Device has been explanted.